Manufacturer narrative:
Sorin group (B)(4) manufactures the centrifugal pump system console sorin centrifugal pump console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen of the sorin centrifugal pump console became unresponsive during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen of the sorin centrifugal pump console became unresponsive during a procedure. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the centrifugal pump system console sorin centrifugal pump console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen of the sorin centrifugal pump console became unresponsive during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate and was able to reproduce the reported issue. The service representative identified corrosion and oxidation caused by fluid penetration. Photos of the damage were taken and sent to sorin group (B)(4). Analysis of the photographs confirmed the issue. The connectors, touch screen and seals, flow sensor housing and bubble sensor cable were replaced. A test run did not identify further issues and the unit was released to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As corrective action, a CAPA (2013-10) was initiated to investigate this type of issue. Evaluated on site by sorin service rep.